Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had issue loading a cartridge onto the pump. Further details regarding load issue could not be obtained. There was no reported impact to customer's blood glucose. Customer loaded a new cartridge to resolve the issue.